Event description:
Freestyle precision neo test strips will not take up the blood sample. Patient has tried multiple strips from lot # 45001 88660, expiration date 01/31/2026 and none of them will draw up the blood droplet. Reason for use: diabetes.